Event description:
A 2.5mm diameter by 15mm length s660 stent delivery system was inserted for treatment of a lesion in the circumflex coronary artery. The lesion had been pre-dilated multiple times with several different ptca balloons. It was not possible for the stent to cross the target lesion due to the severe calcification, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent was pulled off of the delivery balloon by the rotating hemostatic valve. The stent was retrieved within the guide catheter by a snare device. There was no further treatment to the target lesion. The patient was reported to be stable and there was no additional clinical sequelae reported related to the event.